Event description:
Reporter alleged discrepant back to back blood glucose results of hi, back to back with a result of 101 mg/dl when testing performed 5 minutes apart on the compact system. No actions were taken or treatment reportedly received. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Additional medical dates:synthroid - 0.015mg once daily; nifedical xl - 30mg once daily; terazosin - 10mg once daily; simvastatin - 80mg once daily; ctz - 25mg once daily; asacol - 400mg 2 tabs 3 times daily; trileptal - 300mg twice daily; warfarin - 5mg once daily.